Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user's wife states "he has been cathing for a "few years" now due to not being a surgical candidate due to heart issues to correct his issue of retention." She said she thinks he may have an enlarged prostate causing retention but she is not sure. He caths 6-7 x a day." She said he recently received his shipment from his supplier where some of the familiar "blue boxes" he gets of his gc glide seems like they all the catheters had "sharp edges" on the end. She has limited information and said he checked 1 or 2 boxes from that shipment and they all seemed to have this "sharp edge" on end and he threw those he saw with the issue away and now he will run short now on his supplies." She said of these that arrived to him with the "sharp edge" (as he described it) he tried to use very few of them prior to noticing this concern. Those few he did attempt to use caused him to "bleed a little bit" and was uncomfortable. Light bleeding stopped quickly without intervention and he is better she said." She said since he threw them all away already so no boxes or even catheters left to read ref # or lot # of these to indeed verify if they were accidentally sent a few boxes of coude tip gc glides in error or if it was indeed some of his usual product with a "sharp edge" defect at end. This emdr covers the unknown number of catheters associated with the sharp edges.